Manufacturer narrative:
A review of returned device found it leaked through a crack in the luer hub, confirming the complaint. The molding parameters of the l-cath hubs were updated to meet manufacturer's suggested settings (fm-op-0869 updated via cr 00100431 on 12/11/2019). N-2020-115 was initiated to contain product with hubs/luers molded before the molding parameters were updated. CAPA, (B)(4), has been initiated to identify the root cause and implement the appropriate corrective action.

Event description:
Line had been indwelling x 17 days and was noted to be leaking and upon further inspection a cracked hub was identified. Inserted (B)(6) - removed (B)(6) ¿ lot # 11290032.